Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the surgeon placed the device over the tissue and fired. When he removed the device, he could not reopen it to replace the reload. They used a second like device to continue the case. They were then using another clip applier device and the clips were spitting out of the nose of the device. There were no reported clips in the pt, they used another device to complete the procedure with no pt consequence reported.